Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the buttons got stuck while programming a bolus and the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 131 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.